Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report patient claim of no audio output on (B)(6) 2013. At the time of contact to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return the device to be investigated.